Event description:
It was reported that biomed stated the arctic sun device was due for the 2000 hours preventive maintenance and suspected that mixing pump was bad. Per follow up information received on 22feb2022, there was no patient injury during reported event and the device was coming in for repair. Per sample evaluation results received on (B)(6) 2022, the unit was primed to fill. The hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress . The tank seals were cracked. The double bend tube and chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated the arctic sun device was due for the 2000 hours preventive maintenance and suspected that mixing pump was bad. Per follow up information received on 22feb2022, there was no patient injury during reported event and the device was coming in for repair. Per sample evaluation results received on 29jul2022, the unit was primed to fill. The hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress . The tank seals were cracked. The double bend tube and chiller evaporator outlet tube were expanded.